Event description:
It was reported by the customer that "there was an incident recently in which a bard product failed during home treatment of a patient. Pt was discharged home on continuous chemotherapy (blinatumomab). Mom woke pt up at 8:00 and saw that he was lying in a pool of medication and blood was coming out of his line. Mother was unaware of duration of line break. Pt arrived to clinic and line break was visualized proximal to the needless endcap. Line break was on safe step needle tubing. He began block 2 of blinatumomab therapy on 1/23 and had been receiving the continuous infusion since. He was discharged after initiation of the medicine on (B)(6) 2023. He was having outpatient bag changes every 72 hours. He presented on 1/30 for his day 8 scheduled bag change. He was brought to clinic by father who reported that when pt awoke that morning, he was found to have blood leaking from his port tubing and his drug had leaked onto his pajamas. Parents were not sure how long it had been leaking as it had occurred sometime during sleep but the best estimate based on remaining volume was that it leaked for ~6 hours. He had continued to tolerate the infusion well and without side effects. Upon arrival to clinic, the leak was visualized to be proximal to the line end cap. His port was deaccessed and reaccessed and central and peripheral blood cultures were obtained. Vancomycin was infused through his reaccesed port over 2 hours. His new blinatumomab bag was hung at 1400 on the day of admission. He was then admitted for observation after the blinatumomab infusion was resumed to monitor tolerance. Pt was monitored overnight and had no signs of side effects or intolerance. He remained afebrile. His central and peripheral cultures from 1/30 showed no growth x 24 hours. He was stable for discharge home on the morning of 1/31¿" additional information provided: the patient had steri strips & sorbaview dressing. Port tubing was connected to continuous IV chemotherapy. No patient harm was reported but patient did have central & peripheral blood cultures and was treated preventatively with IV antibiotics.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer that "there was an incident recently in which a bard product failed during home treatment of a patient. Pt was discharged home on continuous chemotherapy (blinatumomab). Mom woke pt up at 8:00 and saw that he was lying in a pool of medication and blood was coming out of his line. Mother was unaware of duration of line break. Pt arrived to clinic and line break was visualized proximal to the needless endcap. Line break was on safe step needle tubing. He began block 2 of blinatumomab therapy on (B)(6) 2023 and had been receiving the continuous infusion since. He was discharged after initiation of the medicine on (B)(6) 2023. He was having outpatient bag changes every 72 hours. He presented on (B)(6) 2023 for his day 8 scheduled bag change. He was brought to clinic by father who reported that when pt awoke that morning, he was found to have blood leaking from his port tubing and his drug had leaked onto his pajamas. Parents were not sure how long it had been leaking as it had occurred sometime during sleep but the best estimate based on remaining volume was that it leaked for ~6 hours. He had continued to tolerate the infusion well and without side effects. Upon arrival to clinic, the leak was visualized to be proximal to the line end cap. His port was deaccessed and reaccessed and central and peripheral blood cultures were obtained. Vancomycin was infused through his reaccesed port over 2 hours. His new blinatumomab bag was hung at 1400 on the day of admission. He was then admitted for observation after the blinatumomab infusion was resumed to monitor tolerance. Pt was monitored overnight and had no signs of side effects or intolerance. He remained afebrile. His central and peripheral cultures from 1/30 showed no growth x 24 hours. He was stable for discharge home on the morning of 1/31¿. Additional information provided: the patient had steri strips & sorbaview dressing. Port tubing was connected to continuous IV chemotherapy. No patient harm was reported but patient did have central & peripheral blood cultures and was treated preventatively with IV antibiotics.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "there was an incident recently in which a bard product failed during home treatment of a patient. Pt was discharged home on continuous chemotherapy (blinatumomab). Mom woke pt up at 8:00 and saw that he was lying in a pool of medication and blood was coming out of his line. Mother was unaware of duration of line break. Pt arrived to clinic and line break was visualized proximal to the needless endcap. Line break was on safe step needle tubing. He began block 2 of blinatumomab therapy on (B)(6) 2023 and had been receiving the continuous infusion since. He was discharged after initiation of the medicine on (B)(6) 2023. He was having outpatient bag changes every 72 hours. He presented on (B)(6) 2023 for his day 8 scheduled bag change. He was brought to clinic by father who reported that when pt awoke that morning, he was found to have blood leaking from his port tubing and his drug had leaked onto his pajamas. Parents were not sure how long it had been leaking as it had occurred sometime during sleep but the best estimate based on remaining volume was that it leaked for ~6 hours. He had continued to tolerate the infusion well and without side effects. Upon arrival to clinic, the leak was visualized to be proximal to the line end cap. His port was deceased and reaccessed and central and peripheral blood cultures were obtained. Vancomycin was infused through his reaccesed port over 2 hours. His new blinatumomab bag was hung at 1400 on the day of admission. He was then admitted for observation after the blinatumomab infusion was resumed to monitor tolerance. Pt was monitored overnight and had no signs of side effects or intolerance. He remained afebrile. His central and peripheral cultures from (B)(6) 2023 showed no growth x 24 hours. He was stable for discharge home on the morning of (B)(6) 2023.¿" additional information provided: the patient had steri strips & sorbaview dressing. Port tubing was connected to continuous IV chemotherapy. No patient harm was reported but patient did have central & peripheral blood cultures and was treated preventatively with IV antibiotics.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.